Event description:
It was reported clinician received error message on programmer. Tried rebooting. Advised to run the service disc. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.